Manufacturer narrative:
During an otherwise uneventful ablation procedure, perforation was identified upon post ablation hysteroscopy. Subsequent diagnostic laparoscopy confirmed small uterine perforation with surrounding serosal discoloration and no injury to adjacent tissue. No additional surgical intervention was required. Patient was kept overnight for observation and released the next day with no short or long term sequela. Add'l cat # 816001-02.

Event description:
A uterine peforation was identified upon post-ablation hysteroscopy.